Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced two occurrences of a breach in aseptic technique which resulted in peritonitis. The breaches were not further specified. It was not reported if the patient was hospitalized for both events. The patient was treated with unspecified intraperitoneal drugs (drug names, doses, frequencies, and durations not reported) and unspecified ¿infusion¿ drug (drug name, dose, frequency, and duration not reported) for both peritonitis events. Dianeal therapy remained ongoing. At the time of the report, the patient had recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.